Event description:
Following a laparoscopic anti-reflux procedure, a patient required a MRI for unrelated causes leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation date (B)(6) 2013 including hiatal hernia repair by dr. (B)(6) at (B)(6). Device was reported as working properly. Uneventful device explant on (B)(6) 2016 due to need for an unrelated MRI scan. Device found in correct position/geometry at the time of removal. Device was discarded.